Event description:
It was reported that a cartridge alarm 20 occurred on saturday and the day of the call. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer will continue using their current pump until they receive a replacement pump with updated software from tandem technical support. Instructions were provided for putting the existing pump into storage mode before returning it, and the call verified the shipping address for the replacement pump which was sent without the need for a signature upon delivery.